Event description:
It was reported that this right atrial (ra) lead was explanted due to lead dislodgement. This rv lead was replaced with the same model. No additional adverse patient effects were reported.